Manufacturer narrative:
(B)(4). Date sent 11/4/2025. D4 batch #c9ej9t. H6: health effect ¿ clinical code gastrointestinal system (e10). Photo analysis: this is an analysis for a photo submitted for evaluation. During the visual analysis, the following was observed: the photo shows some surgical devices on a table and one 31mm anvil could be seen with the anvil half washer and tissue around the anvil shaft. Also, pieces of tissue can be seen on the table and no apparent damage can be seen on the anvil. No conclusion or root cause could be determined. Please refer to the device analysis for full analysis details and conclusion. A manufacturing record evaluation was performed for the finished device batch number c9ej9t, and no non-conformances were identified. Investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample revealed that the cdh31p device arrived with no apparent damage with tissue around the anvil shaft and some b-formed staples on the tissue. The breakaway washer was present, cut and there were no staples present. When the test battery was installed the green checkmark illuminated , indicating that the device was fired and achieved complete firing stroke. The device was reloaded with staples, a new washer was placed on the device. The device was reset and tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.

Event description:
It was reported that during was a reversal ileostomy case by surgeon, patient scheduled for reversing colostomy minimally invasively with alexis retractor. Resident set up medtronic disposable purse string with minimal dissection of tissue to prepare staple line for fire. Circular stapler was inserted, tissue appeared to be thick as extending the trocar was a bit difficult pushing through tissue. Once exposed, the anvil clicked into place, cranked down to the middle of the indicator window. Waited 15 seconds and fired device and received a green check mark. Upon 2 full 360 degree turns and two leans and a fish tail removal, noted it felt stuck and wasn¿t able to remove, did an additional half turn and after a bit of twerking was able to remove the device. Noted 3 donuts were created all intact. When doing a leak test it was noted that the intra-lateral lumen on the right side was creating bubbles/leak. They then opened the patient since it was too low in the pelvis to oversew. They ended up oversewing with pds and silk stitches and re-tested the staple line with no leaks. Surgeon noted that he had to close 50% of the staple line as it appeared to be flapping and exposed on one side of tissue not being stapled. They also noted it was leaking from the left side as it appeared to be a tear in the tissue more proximal to the staple line. Surgeon made mention tissue did not feel abnormal (radiated). Had to repair that also with additional stitches. Ended up diverting on the opposite side to ensure the area heals prior to reversing in another 8 weeks. Noted on the back table when packing up the device that tissue was stuck inside the anvil head along with a suture/nylon from the purse string that was tightly wrapped around the anvil head.

Manufacturer narrative:
(B)(4). Date sent 10/15/2025. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Photo images were received. Any additional information obtained from the photo evaluation will be included as part of the product investigation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was a complete transection of the white breakaway washer visually confirmed? Were there any issues noted with staple formation? If so, please describe the shape and location. Does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Was the staple line visualized endoscopically during the initial surgical procedure? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/17/2025 h6: health effect ¿ clinical code gastrointestinal system (e10) additional information was requested, and the following was obtained: what were the indications for surgery? Reversal of colostomy did the patient receive any preoperative chemotherapy or radiation? Yes were there any issues with device use/firing? Yes, see full description above what confirmation was received that the device completed the firing sequence? Yes was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation? If so, please describe the shape and location. Malformed "goal post" staples were found in tissue wrapped around nylon stitch that was stuck on the anvil does the surgeon believe the post-operative complications were related to an alleged deficiency of the device or were there other contributing factors to include patient tissue condition? Resident created the purse string; surgeon fired from below; he did not know what the reason for why it was unsuccessful was the staple line visualized endoscopically during the initial surgical procedure? No.